Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead exhibited low sensing threshold of 2.2-2.5 ms and the patient experienced muscle stimulation. The lead was explanted and replaced.